Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The patient¿s blood glucose was 160mg/dl at the time of the incident. The customer stated that the display returned and went away. The self test was not able to run. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, , off no power test and all operating currents tested within the specific range. No anomaly on display noted. (B)(4).